Manufacturer narrative:
Concomitant product(s): competitor rv lead, (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days after a routine device change out the right ventricular (rv) lead triggered an alert for high impedance. The patient presented to the clinic and the rv output on the device was increased. Device/lead connection was suspected. At the revision procedure it was noted that there was a connection issue between the rv lead and the implantable cardioverter defibrillator (ICD). The lead and device remain in use. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.